Event description:
During an in clinic follow up, episodes of noise resulting oversensing and inappropriate mode switching were noted on the right atrial (ra) lead. Lead insulation damage was suspected. Provocative testing was performed and myopotential oversensing was produced and low pacing impedance was noted. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.